Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead displayed low r-waves. Multiple locations were attempted and all showed low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.